Manufacturer narrative:
The customer reported complaint of the autopulse displayed ua07 (discrepancy between load 1 and load 2 too large) error message was confirmed during the functional testing and in review of the archive data. The root cause of the issue was due to the defective load cells. The defective load cells were replaced to remedy the issue. Visual inspection was performed and found that the load plate cover was damaged. The encoder shaft was also noted to be hard to rotate and exhibited binding and resistance. The autopulse platform is a reusable as well as serviceable device and was manufactured on 09/24/2013. This type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and is unrelated to the reported complaint. Archive review showed ua07 (discrepancy between load 1 and load 2 too large) error message occurred on 07/13/2017 rather than on the reported date given by the customer of (B)(6) 2017. Functional testing was not performed due to the autopulse displayed ua07 (discrepancy between load 1 and load 2 too large) error message upon powering up of the platform. The issue was attributed to the defective load cells. The defective load cells were replaced to resolve the issue. Additionally, unrelated to the reported complaint, the clutch plate deburring was performed to remedy the encoder shaft that exhibited binding and resistance. The load plate cover was replaced to remedy the damaged and the firmware was also upgraded. These are not related to the reported complaint. Following service and repair, the autopulse was tested functionally and passed successfully with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
It was reported that during biomed testing, the autopulse displayed ua07 (discrepancy between load 1 and load 2 too large) error message. According to biomed, they reset and adjusted the manikin however, the error message could not be cleared. No patient involvement reported on this issue.